Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse tested the iabp unit and the batteries and back up batteries to no fail. No problem was found. The fse then performed a full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that while use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown, possibly battery related. No patient harm, serious injury or adverse event was reported.